Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was defective and it has caused the patient pain and suffering. The device remains in use. No further patient complications have been reported as a result of this event.